Manufacturer narrative:
The instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. However, an inspection of the provided photograph confirmed that a piece of the bipolar yaw pulley had broken off from the distal end of the instrument. In addition, the instrument's grips appear to be slightly misaligned. It is unknown how the fragment broke off from the instrument and when the instrument damage occurred in relation to the alleged high amount of heat delivered to the undesirable area. Isi has attempted to contact the site's robotics coordinator to obtain additional information regarding the reported event. However, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. There was no indication that an adverse event occurred in regards to the alleged high amount of heat that was delivered to an undesirable area since the surgeon indicated that there was no injury to the patient. However, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the instrument was found to be missing and it is unknown if the fragment fell into the patient and was retained. In addition, it is unclear if the missing fragment actually broke off before or during the surgical procedure.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the edge of the maryland bipolar forceps instrument was delivering a high amount of heat to an undesirable area. Upon inspection , the surgical staff noticed that the distal end of the instrument was broken. The initial reporter of this complaint provided a photograph of the distal end of the instrument which showed a part of the insulation missing. On 02/02/2016, the initial reporter contacted the surgeon and obtained the following information regarding the reported event: the maryland bipolar forceps instrument was coagulating the renal vein when the event occurred. However, the surgeon indicated that there was no injury to the patient. The surgeon did not know where the missing instrument fragment was. The surgeon was using a bipolar generator setting of 4 with autostop. No other information was provided by the surgeon. It is unknown if the surgical staff made any attempts to look for the missing instrument fragment.

Manufacturer narrative:
Additional information: on 02/29/2016, intuitive surgical, inc. (Isi) obtained the following additional information about the complaint from a physician's assist (pa) from the site: the issue with the maryland bipolar forceps delivering energy improperly was noticed from the start of the surgical procedure. Therefore, the pa suspected that the instrument was already missing the fragment prior to the start of the surgical procedure. The instruments used during the da vinci-assisted surgical procedure were inspected prior to the start of the procedure. However, the pa admitted that due to the size of the missing fragment, the instrument damage might have been overlooked during the inspection. When the event occurred in relation to the coagulation on the renal vein, the pa indicated that the injury to the renal vein was superficial and did not require any repair or medical intervention. After a fragment was identified to be missing from the instrument, the pa placed the instrument in a recycle bin. To the pa's knowledge, the patient did not experience any post-operative complications. Based on the additional information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the instrument was found to be missing and it is unknown if the fragment fell into the patient and was retained. In addition, it is unclear if the missing fragment actually broke off before or during the surgical procedure.